Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/27/2020. H.6. Investigation:a device history record review was completed for provided material number 306595 and lot number 0072581. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two physical samples were received for evaluation by our quality team. The samples came with no packaging blister, no tip cap or saline solution. They were visually inspected and no damage or defects were observed. Each was then tested for sustaining force and all results were found to be within specification. Based on the investigation results, the samples received did not show the symptom reported by the customer and an exact cause for this incident could not be identified.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push during use. The following information was provided by the initial reporter, translated from chinese to english: "the flush's plunger rod cannot be pushed halfway during use."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the flush's plunger rod cannot be pushed halfway during use."